Manufacturer narrative:
Investigation into this event showed that the negatively biased valp qc results occurred and there was no indication that patient samples were affected. The root cause of the event is a combination of reagent handling (user error) and instrument related due to metering. Neither cause alone would have resulted in the magnitude of bias observed. The review of the customer's reagent handling indicates that the customer was not handling the valp reagent according to manufacturer instructions. An ocd field engineer has serviced and adjusted the instrument to address metering.

Event description:
An ocd laboratory specialist observed negatively biased valp qa results on the vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.